Event description:
It was reported by service report that the pt head right inner siderail and siderail panel were broken with no sharp edges. But possible fluid ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken head right inner siderail and siderail panel.